Event description:
It was reported that the patient went to the emergency room (ER) with hyperglycemia. The patient's blood glucose levels exceeded 600 mg/dl due to lack of insulin delivery. The patient reported that the pod controller had a unresponsive, black screen, and was making continuous beeping and vibrating noises. Symptoms reported include thirsty, nausea, and dizziness. The patient was treated with insulin via intravenous (IV) therapy and fluids. The patient was discharged once blood sugar levels decreased on the same day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.